Event description:
It is alleged that the nurse attempted to intubate the pt, but was unsuccessful, as the balloon was allegedly torn during intubation. The nurse attempted to intubate the pt again, and was again unsuccessful. It was noted that during the second intubation the pt became swollen. A third intubation was not possible and the pt was transported to the hosp.